Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that after the catheter was inserted, the operator noticed blood leaking from the hemostasis valve and as a result, removed it from the pt. A new catheter was inserted; however, the same issue occurred.